Manufacturer narrative:
A specific root cause could not be determined. It was assumed the issue was due to a preanalytical issue with the specific sample. Review of the provided calibration data did not indicate any issues. Qc results were within range at the time of the event. Complaint data was reviewed. There is no indication for a product problem with the materials.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable a1c-2 tina-quant hemoglobin a1c gen.2 result for one patient sample. The initial result was 5.4%. The doctor called the laboratory on (B)(6) 2017 as he did not believe the result. The customer repeated the same sample and the result was 7.3%. The customer then repeated all samples from that day, about 20 samples, and the results were all fine. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 12661801 with an expiration date of 04/30/2017. The field service representative could not find a cause and could not duplicate the issue. He cleaned a large amount of whole blood from the instrument analyzer cover and performed preventive maintenance as a preventative measure. The customer had no problem with results since the event.